Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) with high blood glucose (bg) values that reached 450 mg/dl. For treatment, the patient was given intravenous (IV) insulin. The pod was worn between 4 and 24 hours on unknown location. The pod was removed and discarded. The patient was discharged after 1 day. The ketones were positive. The reporter also mentioned the patient was 'puking' because her glucose was too high.